Event description:
This lead was explanted and replaced due to twiddler's syndrome. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The inspection showed blood residuals at the inner conductor coil and deformations of the rv-shock coil. Based on the symptoms, it is reasonable to assume that these observations resulted from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.